Event description:
It was reported during an electrophysiology procedure using a fast cath introducer air entered the side port of the device. The physician assembled the fast cath introducer and dilator outside of the pt and inserted these over the guidewire. Once the introducer was placed, the guidewire and dilator were removed and a syringe was attached to the three-way stopcock. When the physician applied negative pressure, air entered the syringe. The introducer was exchanged to complete the procedure with no consequences for the pt. Additional info was requested but is not available.

Manufacturer narrative:
The product was not returned for eval. Review of the device history records confirmed the lot met mfg requirements prior to shipment. The extent of device damage or the cause of the failure cannot be determined without return of the unit for eval. The root cause classification cannot be determined as the device was not returned for investigation.